Event description:
It was reported that a user experienced persistent high blood glucose while using the ilet, stating the pump corrected too slowly and did not allow a correction bolus, with a reported a1c increase of 0.3 since starting the system. Symptoms included hyperglycemia. Outcomes included no alarms or alerts and no medical treatment or hospitalization. Investigation included case review and user education or troubleshooting. Investigation of this case revealed insufficient information to identify a device malfunction or user error. It was concluded that the cause of the hyperglycemia was unclear and no definitive device failure was established. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.